Event description:
This implantable cardiac resynchronization therapy-defibrillator (crt-d) was explanted due to a battery status of end of life (eol). The pt with this device had received many (87) inappropriate shocks over a three day period; the device had been double-counting ventricular tachycardia (vt). The clinician questioned the amount of therapy/battery longevity this device provided. A guidant technical services consultant suggested reforming the capacitors; however, the physician elected to replace the device.

Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy-defibrillator (crt-d) was explanted due to a battery status of end of life (eol). The pt with this device had received may (87) inapropriate shocks over a three day period; the device had been double-counting ventricular tachycardia (vt). The clinician questioned the amount of therapy/battery longevity this device provided. A guidant technical services consultant suggested reforming the capacitors; however, the physician elected to replace the device.